Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), d9, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported rupture diagnosed with an ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 15, 2025, with lot number 3047123. Based on the product analysis performed, the assessments of the complaints are: rupture: not observed as per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported rupture diagnosed with an ultrasound. This record is for the right side. The device has been explanted.